Event description:
The international customer reported the ventilator would not power on. The customer reported there was no patient involvement. The manufacturers field service engineer (fse) confirmed the reported problem and replaced the power supply to address the reported problem.